Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered a red alert for remote monitoring disabled. Boston scientific technical services (ts) reviewed the data and found that a code 1007 indicative of charge time being exceeded. It was recommended by ts to bring the patient in for interrogation, but at this time, no further information was able to be obtained. It was noted that the code 1007 could have been triggered if the patient had undergone an MRI, but that would need to be confirmed with further evaluation. The system remains in service. No adverse patient effects were reported.